Event description:
It was reported that, after inserting the li61aor lens, the surgeon noticed that the haptic was bent. The incision was enlarged and the lens was removed intraoperatively. Another li61aor iol of the same diopter was implanted. Please reference MDR #: 1119279-2011-00087.

Manufacturer narrative:
The lot number of the device was not provided, and the device was not returned to baush & lomb for eval. Therefore, a device history records review and product eval could not be performed.